Event description:
It was reported that on (B)(6) at 5:30 pm, the patient underwent PICC placement with a 37 cm catheter inserted into the right cephalic vein. During PICC maintenance on the morning of (B)(6) , the nurse observed clear fluid oozing from the insertion site while performing pre-flush pulse irrigation. The nurse was instructed to slowly withdraw the catheter by 1 cm. Upon resuming the pulse irrigation, a small leak was visible at the 36.5 cm mark on the PICC line, with fluid seeping out. No further details available or provided

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.